Event description:
Physician reported "implant rupture and capsular contracture - baker grade ii. Device has been explanted. This relates to the left side

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, broken shell, missing shell and underweight. A visual and microscopic analysis was performed which identified, striated opening on anterior and sharp broken on posterior. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: missing shell assessed, as inconclusive. A striated opening on anterior assessed, as surgical damage. A sharp broken on posterior assessed, as an unidentified (tear) opening.

Event description:
Physician reported, "implant rupture. And capsular contracture, baker grade ii. Device has been explanted. This relates to the left side.

Event description:
Physician reported "implant rupture and capsular contracture - baker grade ii. Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.